Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after insertion of the catheter into the sheath, the sheath was raised above heart level and aspirated with a 10cc syringe. There was a large amount of air aspirated into the syringe, and aspiration was repeated four times to remove all air. The case was completed with cryo. No patient complications have been reported as a result of this event.